Manufacturer narrative:
There were multiple lot numbers included in this complaint: (B)(4). A sample was not returned for evaluation., a photo of the device was received and showed the customers defect. Without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. CAPA (B)(4) has been initiated for documentation related to this issue of front rear barrel separation to document the investigation path, root cause analysis and remediation plan to include corrective and preventive actions.

Event description:
It was reported that the 23 g x .75 in bd vacutainer® winged safety push button blood collection set malfunctioned after the blood draw was complete. Upon completing the blood draw and retracting the needle via the safety device, the spring popped out and the needle and tubing were exposed and the spring was detached.